Event description:
It was reported that the patient implanted with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise. No therapy was delivered. Additional information received indicates that the s-ICD system had noise oversensing, leading to some inappropriate electric shocks. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise. No therapy was delivered. Additional information received indicates that the s-ICD system had noise oversensing, leading to some inappropriate electric shocks. An electrode fracture was suspected to be the cause. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that there were concerns of delayed wound healing. It was reported gradually progressing redness at the top portion of the incisional site. Image received shows mild site redness at the top of the site. No drainage or swelling noted. The patient was treated with medication and no additional adverse events were reported.

Event description:
It was reported that the patient implanted with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise. No therapy was delivered. Additional information received indicates that the s-ICD system had noise oversensing, leading to some inappropriate electric shocks. An electrode fracture was suspected to be the cause. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that there were concerns of delayed wound healing. It was reported gradually progressing redness at the top portion of the incisional site. Image received shows mild site redness at the top of the site. No drainage or swelling noted. The patient was treated with medication and no additional adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.